Event description:
The customer contact reported that the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device alarmed with a s233 malfunction alarm code and was noted in the device history. It was noted that the device fan was not working. The probable cause was due to a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.